Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, failed battery test alarm and a no delivery alarm. Customer's blood glucose was 451 mg/dl. The customer treated their blood glucose with eight units of insulin. Customer's blood glucose declined to 167 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test during troubleshooting. Troubleshooting was not completed for the no delivery alarm since the customer did not want to remove the set. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis.